Event description:
Boston scientific received information from the patient that the power supply was very hot to the touch and power could smelled of burning plastic.

Manufacturer narrative:
The communicator along with the power supply were returned for analysis. Post market quality assurance found that power brick's case become hot to the touch during voltage and temperature measurements. The power brick's case temperature reached 128 deg. C and its case melted and became deformed. There was an audible ringing sound made by the brick which gradually diminished while plugged into the ac source. Also a burning smell was noticed when the brick was pulled from the ac source at the end of the measurement period.